Event description:
During inspection of a physio-control loaner device it was observed that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the loaner device and the cause of the reported issue was determined to be due to the on/off switch charge-pak flex cable being torn in two pieces, which prevented the device from powering on.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During inspection of a physio-control loaner device, it was observed that the device would not power on. There was no patient use associated with the reported event.